Event description:
A report was received that patient had overstimulation. The patient¿s stimulation was causing a shocking sensation which eventually hurting the patient. The patient will undergo explant procedure.

Event description:
A report was received that patient had overstimulation. The patient¿s stimulation was causing a shocking sensation which eventually hurting the patient. The patient will undergo explant procedure.

Event description:
A report was received that the patient was experiencing shocking sensation and has been shocked severely with the spinal cord stimulator. It was noted that the stimulator has been turned off and the ipg pocket site was hurting. Mechanical complication of the scs was noted. The patient will undergo an explant procedure.

Manufacturer narrative:
Date received by the manufacturer: (B)(4) 2015.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein only the ipg was removed. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.